Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non- pacing dependent patient presented for interrogation of the implantable cardioverter defibrillator prior to an unrelated procedure. Device interrogation reveled stored episodes of noise reversion, and non-sustained right ventricular oversensing due to post-paced t wave over-sensing. No interventions were made. The patient was stable.